Event description:
Complainant stated that due to a motorcycle accident, he had to have metal implants put in his ankles. He stated that approximately six weeks after implants, he began getting spots on his leg. When the doctor removed the plates after the bones had healed, the doctor told him that he could not believe how the plates and screws had rusted and deteriorated and that this was what was causing the spots on his leg. Complainant is concerned that he may lose his leg because of this.